Event description:
Pt called lfs alleging that their one touch ultra meter would not power on. The pt neither alleged harm nor experienced injury or medical intervention. Pt did contact a medical professional for advice. The customer service rep walked pt through troubleshooting and was unable to resolve the issue. The batteries were replaced less than 1 year ago, were correctly installed, and battery contacts were in good condition. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.